Manufacturer narrative:
Details of complaint: the customer reported that this transmitter is boot looping and it will not get passed the nk logo. The customer tried using new batteries; however, the issue remained. The unit was not in patient use at the time. Investigation summary: the device with the reported issue was returned for evaluation. The evaluation noted signs of wear and previous fluid exposure, and the reported issue was duplicated. The cause of the failure was determined to be hardware-related, specifically the rear case or usb board. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported that this transmitter is boot looping and it will not get passed the nk logo. The unit was not in patient use at the time.

Event description:
The customer reported that this transmitter is boot looping and it will not get passed the nk logo. The unit was not in patient use at the time.

Manufacturer narrative:
The customer reported that this transmitter is boot looping and it will not get passed the nk logo. The customer tried using new batteries; however, the issue remained. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.